Manufacturer narrative:
(B)(4). The reported field event of extended charge time was confirmed in the laboratory and is believed to be due to charging after the device reached eol. The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient presented in the hospital with unrelated to the device issue. Device interrogation showed eri and premature eol. It was also noted that charge time limit had reached pre-implant date. The patient has not had any follow-ups. The device was explanted and replaced. The patient is fine.